Manufacturer narrative:
H6: the device used in treatment was returned for evaluation. A relationship between the reported event and device could not be established. A visual inspection was performed on the exterior of product and no physical damage was observed. Functional inspection was performed and showed the complaint could not be reproduced. Unit passed functional testing on wet station at high speed selections. A root cause could not be determined. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. A complaint review indicated no other failures reported. The associated risk files contain the reported failure/harm or event. However, as no harm has been alleged then additional review is not required. The IFU has been reviewed and contains comprehensive instructions on the safe operation and use of the device. Factors that are known to contribute to the alleged fault/failure may be an intermittent component failure or connection issue. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for adverse trends related to this product.

Event description:
It was reported that the device stopped working during surgery. An alternate device was used to complete surgery. It is unknown if there was a delay. No injury reported.